Event description:
The device was being used during a laparoscopic nissen procedure. Reportedly, the instrument was not coagulating and more bleeding occurred then normal. The hospital reported no injury to the pt.